Event description:
Electrical burning odor smelled by staff. Nebulizer heater was turning black. Equipment unplugged. Pt removed from room. The unit's malfunction was caused by immersion ("user error" as defined in part 803 - medical device reporting, section 803.3), although warnings against this practice are on the label of the unit itself.